Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain and a manufacture r representative. It was reported that the patient needs an MRI ¿to see if [their] back is messed up¿ and tried to charge their ins to get into MRI mode. The patient was unable to recharge the ins and saw a reposition antenna screen. The patient stated that they used to see ¿lines¿ when recharging, and now they didn¿t. The patient had last successfully charged the ins 6 months ago. It was reported that the ins was dead. The patient stopped using the ins because it wasn¿t helping them. The patient stated that the device worked for about 3 months and then stopped working because they could never get the pain managed in the right location. The patient reported that they have a bad back. The patient stated that they could barely lift their legs up high enough to get into the shower because their back was so bad. The patient reported that the device did not work and would be removed in (B)(6) 2019. The patient noted that their spouse thinks that there is a ¿crack in the battery.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-07-17. No additional information was available. MRI technician also reported that the device was dead and not recoverable. It was reviewed that an eligibility form must be completed by hcp before proceeding with scan. No further complications were reported/anticipated.